Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure a valve-in-valve was performed, due to aortic regurgitation (ar). A 26mm sapien xt valve was implanted with 2ml less than nominal volume in a 30:70 aortic/ventricular position. Post implantation, ventricular fibrillation (vf) occurred and 250j direct current defibrillation (dc) was performed. Although the vf resolved, it appeared again. No coronary occlusion was noted by angiography, no effusion was detected by echocardiography, and no observation of rupture was found. For the ischemia, volume was loaded and percutaneous cardiopulmonary support (pcps) was introduced. Regurgitation was suspected; however, due to the vf, it could not be confirmed if the regurgitation was transvalvular or paravalvular, therefore post dilation with 1ml more than the previous inflation was performed. The patient¿s vital signs did not recover with post dilation. The cause of the ar was difficult to determine because of the vf. A proctor thought that the leaflets of the sapien xt valve were tangled in the bulky calcification, and this caused severe ar. A second sapien xt valve was implanted with 1ml less than nominal volume. Post implantation of the second valve, mild perivalvular leakage (pvl) was observed. The pcps flow was weaned to 0.5l/min; however the vf reoccurred and a 360j dc was performed. Pcps flow was changed to 3.0l/min. The patient remained intubated and left the operating room with blood pressure and antiarrhythmic support with pcps flow at 2.5l/min. The following day, pcps was discontinued. At the time of the report, the patient¿s condition was stable.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. As reported, the cause of the regurgitation was difficult to determine because of the vf. A proctor thought that the leaflets of the sapien xt valve were tangled in the bulky calcification, and this caused severe aortic regurgitation the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.